Event description:
It was reported that the display has a bad segment on the top display. The unit will engage in monitoring. Additional information received indicated that the led segment intermittently displays. No known impact or consequences to patient.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.